Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker. No crack was noted on the display window.

Event description:
It was reported that customer insulin pump has a crack on the display. Customer does not know how the damage occurred. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.